Event description:
It was reported that rigid video laparoscope had dark image and numerous black spots at light guide bundle. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure dark image was not confirmed and light guide bundle has numerous black spots was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle interrupted and weakened, universal cord the light guide bundle interrupted and weakened, insertion section charged coupled device internal comes off (insertion section loosen), and component failure of the light guide bundle, insertion section, and universal cord a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction- dark image cause could not be determined, light guide bundle has numerous black spots due to component failure of the light guide bundle and light guide bundle interrupted and weakened, universal cord the light guide bundle interrupted and weakened, insertion section charged coupled device internal comes off (insertion section loosen), and component failure of the light guide bundle, insertion section, and universal cord cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.